Event description:
Information was received indicating a cadd legacy plus, mdl 6500, pump was alarming ?low battery" during use. It was reported the user replaced the batteries with new ones, however this did not resolve the alarming. No adverse patient effects were reported. No additional information is available.

Manufacturer narrative:
Report source: (B)(6). Device evaluation: one smiths medical cadd legacy plus, mdl 6500, was returned for analysis in used condition. Visual inspection showed no damage to the pump. Review of the event history log showed an occurrence of ?power lost while pump was on ?or "battery low" alarm was generated immediately after the pump power was turned on. Functional testing was performed and showed the device passed the battery power loss alarm check testing. One possible, but unconfirmed, problem source was listed as a possible defective gear motor. The investigator replaced the gear motor as a preventive measure for the battery problem. The investigation was unable to reproduce the problem, the complaint allegation was not confirmed.

Manufacturer narrative:
Report source: (B)(6). Device evaluation: one smiths medical cadd legacy plus, mdl 6500, was returned for analysis in used condition. Visual inspection showed no damage to the pump. Review of the event history log showed an occurrence of ?power lost while pump was on ?or "battery low" alarm was generated immediately after the pump power was turned on. Functional testing was performed and showed the device passed the battery power loss alarm check testing. One possible, but unconfirmed, problem source was listed as a possible defective gear motor. The investigator replaced the gear motor as a preventive measure for the battery problem. The investigation was unable to reproduce the problem, the complaint allegation was not confirmed.

Event description:
Information was received indicating a cadd legacy plus, mdl 6500, pump was alarming ?low battery" during use. It was reported the user replaced the batteries with new ones, however this did not resolve the alarming. No adverse patient effects were reported. No additional information is available.